Event description:
A pt, presenting gerd symptoms for 2 years, improved with ppi (pantoprazole) 40 mg once a day for 15 months, has been included in study in 2005, and randomized in the eneryx group in about 5 weeks later. The same day, thept received a total of 6.5 cc of enteryx injected in two points, resulting in a partial ring. The egd showed an esophagitis grade b. Within few hours, the pt developed fever and severe epigastric pain. The hospitalization has been prolonged and the pain treated with ketorolac 30 mg IV. A chest x-ray performed on the (day 2) showed a pleural exudation taht the physician related to the device. The CT-scan performed on (day 4) showed "a big amount of ploymer" in mediastinum, but the pleural exudation disappeared. The pt decreased and the pt left the hospital on the 8th day.